Event description:
(B)(4). Same case as MDR#2134265-2012-06524. Same patient as MDR#2134265-2010-04899 and MDR#2134265-2010-04924. It was reported that post a coronary stenting treatment procedure, a myocardial infarction (mi) and coronary artery bypass graft (CABG) surgery occurred. In (B)(6) 2010, the patient presented with congestive heart failure. Eleven days later thoracic echocardiogram revealed left ventricular hypertrophy with mild mitral insufficiency and cardiac catheterization was recommended. Six days later the 80% stenosed, 62mm x 2.75mm target lesion was a long lesion located in the proximal left anterior descending artery (lad) and extending to the mid lad. The target lesion was treated with pre-dilatation and placement of a 2.75 x 38 mm taxus liberte stent in mid lad, followed by overlapping placement of a 2.75 x 28 mm taxus liberte stent in the proximal lad. Following post-dilatation, residual stenosis was 0%. During the procedure, the 1st diagonal was treated with balloon angioplasty resulting in 20% residual stenosis and he 2nd diagonal was also treated with cutting balloon angioplasty, resulting in 0% residual stenosis. Three days later the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with worsening appearance of right foot wounds, fever, chills, nausea and vomiting and was hospitalized the next day. Blood cultures indicated gram positive cocci in clusters and the subject was diagnosed with sepsis. During the same hospitalization, the subject experienced mid-sternal chest pressure associated with shortness of breath and orthopnea. A chest x-ray revealed right upper lobe opacification and an electrocardiogram revealed sinus tachycardia with widespread st segment depression. Cardiac enzymes were noted to be elevated and the patient was diagnosed with non st elevation mi which was managed medically. At the time of event, the subject was taking aspirin only as study medication had been discontinued in mid-june. Five days later, a nuclear stress test revealed diffuse hypokinesis with left ventricular enlargement and ef 26%, consistent with cardiomyopathy and cardiac catheterization was recommended. Four days later, the events of sepsis, nstemi and community acquired pneumonia were considered resolved without residual effects and the patient was discharged on aspirin. In (B)(6) 2012, the patient was re-admitted for IV diuresis. The next day the patient underwent 3 vessel CABG with left internal mammary artery to lad, saphenous vein graft (svg) to obtuse marginal branch and svg to right coronary artery. The patient was discharged six days later on aspirin.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).